Event description:
It was reported that the insulin pump did not alarm no delivery when the reservoir was empty if there was a bolus in process, and the piston could not move up anymore. It was stated that the customer was not comfortable using the insulin pump and requested a replacement. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.